Manufacturer narrative:
Additional information added to fields d4 and d9. The device was returned. The investigation has been completed, and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. Root cause description. The root cause could not be explicitly determined. A potential root cause is that the patient may have had an allergy to material of the device. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a patient had a material reaction to a silent nite appliance. It was reported that the patient is having a material reaction, her lip flares up. No permanent injury was reported.

Manufacturer narrative:
The complaint device has not been returned for analysis. Should the device be returned, an investigation will be performed and a supplemental report will be submitted. Manufacturer reference: (B)(4).